Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to external force applied to the distal end while handling. A review of the instruction manual identifies the following verbiage regarding the inspection of the device: "chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The returned device was evaluated and the light guide cover and forceps cover were found peeling. The elevator channel water flow inlet was found loose. The bending section glue was noted to be chipped and cracked. The scope¿s ID chip showed 484 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the adhesive was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.